Event description:
Patient representative reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.no further actions are required since no issue in the manufacturing of the device is observed. Reason for reoperation: rupture.

Event description:
Patient reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted, an opening on radius side. Assessed, as surgical damage.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/19/2024.

Event description:
Patient representative reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported right side rupture. Device has been explanted.